Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient experiencing shortness of breath, sore throat, light headedness, tight chest, asthma, headaches and cough. Medical intervention was not specified. After further review, this report will now be filed as an adverse event. Corrections have been made as follows: section b. Adverse event/product problem changed to "adverse event", outcomes attributed to ae changed to "other", and section h. Type of reported complaint changed to "serious injury." Coding has been updated accordingly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that patient experiencing shortness of breath, sore throat, light headedness, tight chest, asthma, headaches and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.